Event description:
The patient came to the hospital for 6-month follow-up after 3 stents were implanted in the mid-right coronary artery with overlap. The patient was asymptomatic. A coronary angiogram (cag) was conducted and thrombus was observed inside all 3 previously implanted cyphers. A ptca procedure was conducted but the balloon was unable to cross the thrombus inside stents, so further treament was scheduled for later. Fifteen days later, balloon angioplasty was successfully conducted inside all three thrombotic cypher stents (balloon size/length unknown). Then three aditional cyphers were impanted from te mid-rca to the proximal-rca. The starting point was from the most proximal previously implanted cypher (3.0 x 18mm) with overlap, and ended at the proximal portion of the rca. From proximal to mid the portion of the vessel, the cypher sizes were (3.5 x 23mm a 3.5 x 18mm a 3.5 x 18mm). All six cyphers were overlapping each other.